Event description:
Event description cpi received information that this bipolar steroid eluting lead (4285) was removed from service because the patient required a screw in lead for optimal performance/position. An oscor ventricular lead (4444) was implanted.